Event description:
"Male nurse of the hospital, reported to our sales rep that he was observing a surgery procedure. During this procedure, he observed that the surgeon seemed to have problems with inserting the implant. The surgeon stated that the implant doesn't fit to the femur of the patient although the probe component was correct. Another implant was available, so he could complete the surgery."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.